Event description:
It was reported that the patient presented in clinic for new left ventricular lead implant. Post-operation interrogation revealed that the lead measurements of the patient's chronic right ventricular (rv) lead were out of range. Fluoroscopy performed on (B)(6) 2021 revealed that the rv lead was inadequately inserted into the implantable cardioverter defibrillator header. The lead was attempted to be removed and reinserted back into the header, but upon reinsertion, it was found that the set screw failed to be tightened and could not fasten the lead. An alternate hex wrench was attempted, but procedural damage resulted in the separation of the plastic and metal ring from the port in the header. The device was then explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported events of lead connection issue, header anomaly and incorrect measurements were not confirmed in the lab. Final analysis found that the device was above the elective replacement indicator (eri) when received and the device functional testing returned normal. No anomalies were detected.